Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the unit did alarm 'cannot drive bellows' however the reported fault could not be confirmed. The unit was returned to service. A: patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016, phone; (B)(6) 2016 email and (B)(6) 2016, email.. User report #mw5060063.

Event description:
The hospital reported the bellows stopped working during a case and the patient was de-saturating. The patient was then manually ventilated until the patient circuit and flow sensors were replaced and mechanical ventilation could continue. There is no report of patient injury.